Manufacturer narrative:
Evaluation in progress, but not yet concluded.

Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported the flow from the gas delivery system was not accurate. The user stated after the flow was manually adjusted to 2 l/m, the gas system would reset to 0. The user powered off the heart lung console and powered it back on. The gas delivery system began to function as expected. The device was used to conclude the procedure. Manual use of the gas delivery system remained available. The user reported the surgical procedure was completed successfully, and there was no adverse consequence to the patient as a result of this event.